Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced perforation and the right ventricular (rv) lead was revised. During the lead revision one week post implant of the implantable pulse generator (ipg) when the physician went to re-insert the rv lead into the header, he was unable to places the wrench into the set screw. It appears that the set screw was not seated correctly, while attempting to reseat the set screw, the silicone covering the set screw came apart and the set screw was then visible and not aligned properly. The ipg was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.